Manufacturer narrative:
Event date: (B)(6) 2019 is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that for the past two weeks prior to the report, the implantable neurostimulator (ins) had been shocking the patient at the ins site. Whether the ins was fully charged or low and regardless if the patient changed the settings, the shocking was still present. The patient mentioned that the first shock was strong that the ins turned off during the shocking; this only occurred once. It was confirmed that there were no falls/trauma, the shocking sensation went away when the ins was off, but the patient didn¿t want to turn the stim off because the therapy was effective for their pain. It was noted that the patient met with their healthcare professional (hcp) who checked the leads and confirmed everything was working as intended but it didn¿t go away. The patient also spoke to a manufacturer representative (rep). In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to assess the equipment in person. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-10-12. It was reported there was nothing new to report. The patient has not had shocking sensation. Additionally, it was reported that the patient has to have surgery because the device was faulty. They need to have it replaced. No further complications were reported/anticipated.